Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) including medical records. The pump delivered intrathecal baclofen (concentration, dose, lot unknown). The patient experienced dehiscence of the pump incision (left lower abdomen) with partial extrusion of the pump. The pump had eroded through the skin. The patient was admitted to the hospital on (B)(6) 2012 for removal of the pump due to dehiscence of the insertion incision. The operation took place on (B)(6) 2012 at which time the pump was removed and debridement and closure of the wound dehiscence. The patient underwent the procedure without any signs of complication. Upon removal of the pump, the pocket was filled with what appeared to be purulent exudate. The hcp debrided the walls of the pocket aggressively and irrigated with 3 liters of bacitracin irrigation. The catheter was tied off in two places and cut to free the pump. The entire pump as well as specimen from the deep would was sent for culture. The patient had several cultures taken at the time of the surgery for culture and sensitivity. A jackson-pratt drain was then placed in the wound and the wound was closed in layers. The patient had been on duricef 500 twice a day for approximately 12 days prior to the dehiscence of the wound. The patient was able to go home on the same day as the surgery, if she was stable and feeling well. The patient was to follow up with the hcp in approximately 2 weeks following the procedure. The hcp was to make adjustments to the antibiotics as the sensitivities became available. The patient was to continue on duricef at the time of discharge.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for intractable spasticity and multiple sclerosis. On an unknown date, the pump was flipping and broke through the skin. The pump was removed due to the complications. Additional information has been requested regarding the event date and the drug information, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.